Event description:
It was reported that the micro oscillating saw overheated during a podiatry. There were no injuries to the pt or user, and there were no adverse consequences.

Manufacturer narrative:
During functional testing the handpiece was observed to heat up. Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly could cause or contribute to the handpiece heating up when in use due to increased friction between rotating components.